Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "the first tube always jumps back when the blood is drawn, the tube has to be held."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer¿ safety-lok" blood collection set there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "the first tube always jumps back when the blood is drawn, the tube has to be held."